Manufacturer narrative:
(B)(4). Additional information: the device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia, coincident with peritoneal dialysis therapy. The cause of the umbilical hernia was unknown. The patient was hospitalized for the event. One day after hospital admission, the patient underwent surgical repair of the umbilical hernia. After four days of hospitalization, the patient was discharged. Five days after hospitalization, the patient was switched to hemodialysis. At the time of this report, hemodialysis therapy was ongoing. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.